Event description:
It was reported via the sales rep, that during the surgery operated by dr, "the trial implant broke in the patient at the base of the implant handle."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.